Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation - administrator/supervisor, purchasing service line manager. Additional reporter: (B)(6), rt(r)(vi), chief technologist / (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) would not pass through the supplied sheath to insert into the patient. The customer noted that it was very tight. They had to open a second iab to use with same sheath in groin. There was no patient harm or adverse event reported.